Event description:
Device report from synthes reports an event in switzerland as follows: it was reported that on (B)(6) 2022. The silver button became stuck, and the surgeon was unable to release the cage. Another cage was used to complete the procedure. No surgical delay was reported. There was no consequence to the patient. This report is for one (1) t-pal spacer applicator inner shaft. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: therapy date: february 16 2022. Reporter is a j&j employee. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the t-pal spacer applicator inner shaft device (n/p: 03.812.003). A functional test of the complaint device and mating devices [applicat out shaft (n/p: 03.812.001) and applicator knob (n/p: 03.812.004)] shows that all of them, can be assembled and disassembled with no issues or malfunctions. In addition, the t-pal small cage h10 peek (p/n: 08.812.010s) device was not returned to test with the functionality of the assembled devices. No issues were identified. A dimensional inspection was not performed for the applicator knob device due to it was not applicable for the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the t-pal spacer applicator inner shaft device (n/p: 03.812.003) was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.